Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the delivery issue was related to patient condition per clinical details that calcification in the aortic arch prevented insertion of impella cp.

Event description:
The complainant reported that a patient was to be implanted with an impella cp via percutaneous femoral artery for mechanical circulatory support. Difficulty inserting was noted. Calcification in the aortic arch prevented the insertion of impella cp. Calcification in the lower extremities can be assessed, but calcification in the aortic arch cannot be assessed beforehand. No harm was noted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.